Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 13 years. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Through follow up, it was learned that the device was explanted due to prosthetic aortic valve stenosis. Per the op report, the patient presented with shortness of breath, dyspnea on exertion, and has had several heart failure admissions. Cardiac cath and echo showed bioprosthetic stenosis and reocclusion of her saphenous vein graft. Upon explantation of the aortic prosthesis, it was noted that the anterior leaflets of the mitral valve was markedly adherent to the bioprosthesis. In excising the bioprosthesis, a 2-cm cut in the anterior leaflet was inadvertently performed. This was repaired with a running 5-0 prolene suture. A new edwards bioprosthetic valve was implanted in the aortic annulus. At the completion of the procedure, tee showed good valvular coaptation without evidence of peri or paravalvular leak with a mean gradient of 6 mm. No other details provided. This device was reportedly implanted successfully for approximately 13 years. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.